Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a other (unusual issue) issue. It was alleged the time and date kept resetting to default after each time the time and date was reset by the user and confirmed. Mid rewind the pump screen reverted to the rewind, load, and prime screen. The patient was unable to get past all the screens required for insulin delivery. The keypad buttons functioned properly during troubleshooting with customer technical support. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery.